Manufacturer narrative:
It was reported that cardiosave intra aortic balloon pump( iabp) system over temp was displayed during patient use as user reported. They switched to another back-up iabp to continue the therapy. No patient injury was reported.according to the users, the alarm message "system over temperature" was firstly shown, but the device resumed normal after restart and they continued the iab therapy with the same machine. The same alarm message "system over temperature" happened again and therefore they decided to replace the machine for our checking. A getinge field service engineer (fse) reviewed the error log, and said we will collect the machine back to our workshop for repair on (B)(6)2023, later on (B)(6) 2023,fse replaced scroll compressor (d119-00-0236) for the machine, and passed compressor cycling test.device passed all performance according to factory specifcations. Device was returned to customer and cleared for clinical use. The defective components were received for further investigation. This part was received with a reported unit failure message of system over temperature message on displayed during use. Fat performed visual inspection of these parts received and part looks to be in good condition,also tested compressor to the factory specifications per pn 0002-07-d016 revision e and the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department pumped the unit for 4 hours. The failure analysis and testing department could not verify the failure of over temperature message while tested unit. Compressor scroll passed testing. Retaining compressor scroll in the fat dept. As per procedure (B)(4). The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had on system over temp displayed this happened on may 17th where the unit resumed normal after restart and then again on may 20th and was decide to replace the machine. There was no patient harm reported.